Event description:
It was reported that unspecified malfunction alarms occurred. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no additional information was obtained regarding error messages or corrective actions.